Manufacturer narrative:
As of 02/22/2021 returned product and retained samples of the same lot of the reported device were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on (B)(6) 2020 consumer reported the product tape caused an allergic reaction to her skin. On (B)(6) 2021 consumer stated on returned cir that she consulted a physician, that recomended to stop using the product and apply neosporin.